Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump did not deliver the medication. The patient went to the facility to get disconnected from the pump. The res volume showed 0ml, the medication bag was still full. Previously, the patient had come in with an alarming pump which was resolved, and infusion was resumed. Patient stated that the pump did alarm yesterday but he did not call anyone for assistance. They disconnected the patient per doctor as medication would have expired soon and patient has already left. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the pump to not deliver any medication, but displays that the resvol is 0ml remaining, is unintentional user settings error; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).